Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6) - (B)(4). It was reported that on (B)(6) 2026, a 25mm navitor vision vlave was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 18mm non-abbott balloon. It was noted that the patient experienced an episode of non-sustained ventricular tachycardia during and post bav. The valve got fully re-sheathed 2 times due to non-uniform expansion. During the deployment of the valve, the patient experienced a left bundle branch block. The final depth at non-coronary cusp (ncc) was 4mm and left coronary cusp (lcc) was 4.5 (lcc). A mild/moderate leak was observed and post dilatation with a 20mm non-abbott balloon was performed twice. The following day, moderate thrombocytopenia was noted. No treatment was performed.

Manufacturer narrative:
An event of perivalvular leak (pvl), and heart block was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported pvl could not be conclusively determined. It is possible procedural conditions and/or user technique. A cause for the reported heart block could be cascading effect reported pvl. However, this cannot be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.